Manufacturer narrative:
D10 concomitant product: vlocl0316, vlocl0316 v-loc* 180 0 grn 30cm gs21x12 (lot#: a4g1778vy); vlocl0316, vlocl0316 v-loc* 180 0 grn 30cm gs21x12 (lot#: a4g1778vy); vlocl0316, vlocl0316 v-loc* 180 0 grn 30cm gs21x12 (lot#: a4g1778vy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the robotic laparoscopic hysterectomy, when driving the needle into the uterus, the needle detached and fell into the patient cavity. Another 3 sutures were pulled but all had the same issue. It happened while in the abdomen so the physician was able to easily retrieve the needle. There was no patient injury.